Event description:
A patient reported experiencing inaccurate erratic results with an otbe meter. The patient's blood glucose results were 196 mg/dl, 96 mg/dl, 92 mg/dl. Tests were done within 10 minutes with a difference of 48%. Patient did not experience any adverse events. No further information has been reported.